Event description:
It was reported that the patient presented remotely via (B)(4). Transmission showed that the right atrial lead exhibited unspecified oversensing which resulted in inappropriate mode switch. No intervention was performed. The patient was stable.